Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping for elective replacement indicator (eri). This device was suspected with premature battery depletion. Parameters were tested and because of the device's charged time the eri was triggered. The physician would consider explanting the device. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis showed that the device did not trigger replacement indicator while implanted. The device also failed labeled longevity and was then forwarded for detailed analysis. Detailed analysis showed that the maximum charge time while implanted was 24.244 seconds. The elective replacement indicator (eri) was declared eight months ago with 19.212 seconds charge time at a monitoring voltage of 2.66 volts. The device and battery behavior match that of the units that reach eri/eol prematurely due to a higher than expected cell impedance increase. No further analysis was performed.

Event description:
Additional information was received that the device was returned and was out of service for unknown reason.